Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a patient accidentally pulled out her cleo 90 infusion set site during the night. The patient's blood glucose was adversely affected and reported at 495mg/dl. A new infusion set was used and a bolus was delivered on the pump to address the high blood glucose. No permanent injury was reported.